Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. An attempt to remove the device with the dilator assist ports to unlock the thumb advancer was unsuccessful. The device was removed with a "jerk," which released the device from the tissue tract. Although the clip deployed in the vessel, manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4)